Manufacturer narrative:
Additional information: d10, h6 and h10. H10: the device was received for evaluation. The visual inspection of the actual sample did not reveal any abnormality. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The failure could be confirmed. The cause was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 140h, an external dialysate leak was observed approximately 10-15 minutes after starting the treatment. The customer confirmed that the dialysate port and the connector were connected tightly. The dialyzer was replaced with a new polyflux and the treatment completed. There was no patient injury or medical intervention associated with this event. No additional information is available.